Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the clear link secondary medication set would not flow during infusion. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A visual inspection was performed with no issues noted. Functional testing was performed and passed successfully. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.